Manufacturer narrative:
Additional info: b5 - added failure analysis info, submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement. One therapy pca was returned for failure analysis. The therapy pca was tested and passed all testing. No fault was found with this therapy pca.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.